Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 38. The customer reported no adverse event. The event involved product(s) mmt-1886. Customer reported receiving a pump error. Troubleshooting was performed. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored and no pump error 38 alarm noted. Successfully downloaded history files and traces using thump. Pump error 38 alarm was found on: 06/16/2024 19:10:01.000 to 06/16/2024 23:59:07.000, 06/17/2024 02:26:25.000 to 06/17/2024 14:08:10.000, 06/18/2024 08:20:16.000. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Pump error 38 alarm was confirmed according in the formatted history file, problem isolated on the motor assembly. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date 17-jun-2024 in the formatted history file. Insert battery alarm was found on: 06/16/2024 19:11:33.000 to 06/16/2024 21:00:05.000, 06/17/2024 10:11:36.000. Pump error 23 alarm was found on: 06/16/2024 20:19:16.000. Power loss alarm was found on: 06/16/2024 20:19:28.000, 06/16/2024 20:19:36.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm/power loss alarm were expected. The behavior was expected since the user removed aa battery and pressed back key for > 8 sec - this disconnects backup battery and pump looses power. No unexpected pump error 23 alarm/power loss alarm noted during testing. Sensorerroralert (801) was found on: 06/16/2024 13:30:02.000, 06/16/2024 14:05:02.000. Lostsensor1alert (780) was found on: 06/16/2024 14:50:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor error alert, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay and a scratched case. The pump passed all the required testing. However, pump error 38 alarm was confirmed according in the formatted history file, problem isolated on the motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.